Event description:
Intraprothetic dislocation. Wear of the polyethylen. The glenosphere and the humeral insert were replaced during a revision surgery - the revision was performed the (B)(6) 2026. Patient revised surgicaly with implants removals and changed for the glenophere and the humeral insert. The incident occurred with ce references (B)(4) (glenosphere - batch j05577) and (B)(4),(humeral insert - batch k01900). There is no FDA equivalent for reference (B)(4). For reference (B)(4), the FDA equivalent is 265141.